Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for other chronic/intract pain of the trunk/limbs. It was reported that the patient¿s device was at end of service (eos), meaning the device was off/disabled and no longer provided therapy. The patient was redirected to contact their managing healthcare provider (hcp) to schedule a replacement surgery. The typical time between low and eos was reviewed. It was reported that there was an allegation/dissatisfaction with the ins longevity. The patient stated that they saw the eos for the first time today and that they had no warning. The patient stated that they had never seen the elective replacement indicator (eri) code. The patient stated they couldn¿t live without stimulation. They were redirected to their hcp to have their device replaced. There were no symptoms reported. It was reported that the event occurred on (B)(6) 2017. No further complications were reported/anticipated.